Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during patient use, suddenly a fire broke out on the power supply cable. The existing power supply was replaced. There was no medical intervention or patient injury reported.